Manufacturer narrative:
D.9. Device available for eval?: yes, returned to manufacturer on: 19-oct-2022. H.6. Investigation summary: a device history record review was completed for provided material number 305832 and lot number 2007411. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three unpackage syringe samples were returned for evaluation by our quality engineer team. Liquid was drawn up using the provided samples and no signs of leakage were observed in any of the syringes. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. Per the provided feedback, we understand that an issue with a damaged plunger lip may have produced the reported leakage. Damage to the plunger may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 3 bd® flu+ syringes experienced leakage past the stopper. The following information was provided by the initial reporter: the vaccinator experienced a leakage below the bung when drawing up the vaccine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd® flu+ syringes experienced leakage past the stopper. The following information was provided by the initial reporter: "the vaccinator experienced a leakage below the bung when drawing up the vaccine."